Event description:
It was reported during implant of the right ventricular lead there was no sensing of r waves, noise, and high impedance when tested with the analyzer. Pacing cables, adapters, programmers, and outlets were all changed with no success. The lead was not used and another lead was implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.